Manufacturer narrative:
(B)(4). Additional information: articulation bar teeth, cartridge. The analysis found that one ec45a device was returned with the articulation mechanism damaged and with one ecr45b cartridge loaded in the device. The cartridge reload was received fully fired and cartridge deck damage was noted. In addition the knife was noted to be advanced into the lockout region, thus the device would not open. The damage to the cartridge is consistent with the device being clamped over a hard object. The knife was returned to its home position and the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. Upon firing of the device it was disassembled to verify the internal components and the articulation bar was noted to be damaged with teeth broken. It is possible that an outside the normal use force was applied on the distal jaw creating a torque on the articulation components and breaking the articulation bar. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a gastroplasty by video procedure, after the third firing of the first blue reload, the stapler remained locked for about ten minutes after the start of the gastric division. During this time all maneuvers to release the tissue were used, what was inside of the stapler, among them: the use of the back button manual cutting blade, closing triggers and firing the release button and the anvil. The indicator remained shots with the arrow in the return position and the display marked with a closed padlock. Given the situation the surgeon removed the stomach sectioned with the aid of shears and sharp movements to release the tissue and made the removal of the stapler without the trocar, after use force that to dismantle it the locking of the stapler occurred. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.